Event description:
Additional information was received stating that the vns patient¿s device was likely buried with the patient; therefore, no analysis can be performed. A copy of the death certificate was receiving indicating that the cause of death was ¿sepsis due to pneumonia, bacterial with aspiration.¿ "the approximate interval between onset and death was 4 days. No autopsy was performed and the manner of death was listed as natural.

Event description:
It was reported that the vns patient passed away. The cause of death was not provided. The relationship of the cause of death to vns is unknown. No additional relevant information has been received to date.